Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd¿ intima-ii catheter the nurse had difficulty in with drawing the needle in the indwelling needle during the morning puncture. There were three occurrences but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it was found difficult to withdraw the needle during the puncture.

Event description:
It was reported that during use of the bd¿ intima-ii catheter the nurse had difficulty in with drawing the needle in the indwelling needle during the morning puncture. There were three occurrences but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it was found difficult to withdraw the needle during the puncture.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 7356314. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, during the evaluation of the submitted samples, bd investigators noted that the devices were semi-activated. However, by following the instructions for use, our investigators successfully activated the safety mechanism without the use of undue force. Also, a review of the manufacturing line found the necessary controls to be in place to prevent devices with a semi-activated safety mechanism form being loaded. Unfortunately, the root cause for this complaint could not be determined at the conclusion of our review.